Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he will be dead in a few days due to the device being placed improperly. It was unknown if there were any external or patient factors that may have contributed to the issue. The issue was not resolved at the time of the report.